Event description:
The advocate stated her mother-in-law lost consciousness. Her blood was tested with the contour next ez and the reading was 128mg/dl. The paramedics retested her on their meter and the reading was 37mg/dl. The patient was given an injection. Specific information was unknown. Another blood glucose test was performed when the patient arrived at the hospital and the result was 84mg/dl. After a couple of hours she was given something to eat. She was retested and the reading was 54mg/dl. She was then given a glucose injection. Patient was released from the hospital two days later. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the strips for investigation. New meter and strips were sent to the customer.